Event description:
It was reported that, when patient's doctor initially implanted the battery, the stimulation was not covering her pain. The health care provider reported that the patient was in a motor vehicle accident in 2002. Shortly after the accident, the implantable neurostimulator (ins) was explanted, but the leads were left in place. It was stated that there was hospitalization and a serious injury due to the car accident. It was reported that the patient did recover without sequela. The patient was implanted with a new stimulator about tens years later. Information on the current device is in manufacturer report # 3004209178-2013-04356.

Manufacturer narrative:
Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3998, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).